Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's insr had a 375 error code (antenna failure) on (B)(6) 2017. The patient reported that a day before the ins died and that they lost stimulation. A replacement antenna was sent to the patient, and follow-up was conducted to obtain more information regarding ins depletion/375 code and issues pertaining to related pe.

Event description:
Additional information received from the patient reported the patient's weight at the time of the event. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement antenna did resolve the dead ins and loss of stimulation.